Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide lens adhesive was peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of the movement not being smooth with the elevator wire getting caught. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide lens adhesive was peeled off. This medwatch is being submitted for the reportable issue of the light guide lens adhesive peeled off as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deterioration by physical stress such as dropping/hitting or chemical stress during reprocessing caused the defect. It is recommended that the user facility receive instruction/"re-instruction" regarding the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.